Event description:
Information received notes that the patient became light- headed and weak with shortness of breath. She phoned the hospital for a transtelephonic monitor check. Her heart rate was irregular and she presented to the emergency room within the hour. The initial ECG's noted vvi pacing at 70 ppm. After the device was programmed and interrogated, dashes (---) were noted for several parameters and the current drain was high. Therefore, the device was replaced.